Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited a lamp error message of e102. According to the reporter, the device had to be shut down and powered up to make it work. There was no patient involvement reported. No user harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The user facility confirmed that the device was not being returned to the manufacturer for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the reported lamp error (e102) occurred due to the life of the lamp.

Event description:
According to the reporter, the issue occurred prior to the procedure. No further details were provided other than there was no delay in the case. The intended procedure was completed with the same device and no patient harm or injury was reported due to the incident.

Manufacturer narrative:
This supplemental reports updates the following sections: b5, g4, g7, h2 and h10.